Event description:
User was stepping down out of a door threshold when she fell and broke her arm.

Event description:
User was stepping down out of a door threshold when she fell and broke her arm.

Manufacturer narrative:
Reported issue was that the knee collapsed and user fell when stepping over door threshold and sustained a broken arm. There was no additional information regarding the condition of the device. No device was returned, and the limited reported information left the root cause determination unverified.